Manufacturer narrative:
Final analysis found an insulation abrasion exposing the outer coil at 23 cm from the connector pin. The abrasion was consistent with exposure to constant friction to another implantable device.

Event description:
It was reported that the lead exhibited an insulation anomaly. The lead was explanted and replaced. No patient symptoms were reported.